Event description:
It was reported that a patient underwent a procedure at l5-s via plif to treat lumbar disc herniation and degenerative spondylolisthesis. It was reported that during insertion of a cage into the left side of the disk space, the cage fell anterior. A surgeon was called to remove the cage. The fallen cage was retrieved successfully and no damage on blood vessels was confirmed. Another cage was placed at right side of the disk space and autograft was placed at the left side of the disk space.

Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.